Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's mother reported that emergency medical technician's (emt) were called. Patient stopped breathing just as the emt's arrived. Emt's tried to start patient's heart without success. Patient was transported to the hospital. Doctor's restarted the patient's heart 4 times, but it would only beat for a few minutes and stop again. The doctors said that the patient's potassium level was too high. Patient's mother reported that the patient had been dialyzed the day before. Patient's mother reported that the patient was wearing an insulin pump at the time of death. It is unknown if patient was wearing dexcom equipment at the time of the reported event. No additional event or patient information is available. There was no alleged device malfunction. A certificate of death was provided, confirming that the patient expired as an immediate result of cardiopulmonary arrest. Additionally, the death certificate confirms contributing factors of death related to: coronary artery disease, end stage renal disease, diabetes mellitus type 1, peripheral vascular disease, stroke and hypertension. It should be noted that diabetes mellitus is a known cause of death related to complications of the disease.